Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tip of the screwdriver shaft broke during a procedure. Broken part was removed from the patient. No injury to the patient and no prolongation of surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records was performed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.